Event description:
The caller reported that the tabs on the snap lock mechanism were set too wide apart and the inner cannula would not lock onto the snap head of the outer cannula. When used the inner cannula would easily come out with any movement on the part of the pt. Due to the issue with the locking mechanism, the pt has gone through 12 inner cannulas in the past 48 hours and 12 inner cannulas earlier in the month. The inner cannulas used in the past 48 hours were from lot 0910000422. She is not certain of lot numbers for those used earlier in the month. Each required a non-routine replacement of the tube. The tube for this complaint was discarded.